Manufacturer narrative:
(B)(4). Only the sleeve of a was returned for analysis. Upon evaluation of the device, the duckbill was found to be not properly seated at the ring located in the sleeve. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were any noises heard such as "whistling" or "hissing" na. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Not significant. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? Raytec. Was any torque being applied to the trocar or device? Asku/

Event description:
It was reported that during a revision gastric procedure, the duct bill came loose, it is still attached however, the trocar was leaking. The surgeon was putting raytec through the trocar. Another device was used to complete the procedure. No adverse consequences reported.